Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 24 ga x 3/4 in single port had foreign matter. According to the customer report, black debris was found on the tip of the catheter in the sterilized bag before use.

Event description:
According to the customer report black debris was found on the tip of the catheter in the sterilized bag before use.

Manufacturer narrative:
Review of the DHR showed that the housekeeping is performed per shift per mfg-099/I with no abnormality observed. Current control there is a 3 hourly outgoing inspection and 2 hourly in-process inspection in place to check for foreign matter. Based on the ftir result, the black fm likely to be poly(oxymethylene). From the investigation, foreign matter location matches zone 6 lie distance station gripper position, which is also made of poly(oxymethylene). The probable cause of the foreign matter could be due to product jam during production. This could cause scratches on the gripper and resulted in material of the gripper to be transferred onto the catheter tip.